Manufacturer narrative:
Ethnicity and race: unknown as information was asked but not provided. If explanted, give date: not applicable as the lens remains implanted it was indicated that the iol is not being returned for evaluation as it remains implanted in the patient¿s eye; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded intraocular lens (iol) had a defect, optic haptic junction issue. The doctor believes there is no negative impact to the patient as the lens was implanted in the patient¿s ocular sinister (left eye); thus the iol is not available for return. There is no plan to explant the iol in the future. Patient outcome was reported as no complications. No further information is available.